Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). Patient has experienced a loss or change of therapy and says they began going to the bathroom a lot. Prior to implant, they would drink coffee and become incontinent and dehydrated. Patient had coffee and can hold it now, but recently had frequency symptoms. They synched with their ins and says it is on. Patient was on program 1 at 0.5v but increased it to 1.2v after experiencing frequency symptoms. Patient called today and asked about programs/settings because a manufacture representative (rep) told them that the permanent ins would have different programming options for frequency. It was reviewed that it takes time for body to respond to therapy, therefore titrations should be discussed with their healthcare provider (hcp) and they should contact their hcp if the problem doesn't resolve. No further patient complications have been reported as a result of this event.